Event description:
The physician was doing a colon bleed and a cook disposable hemostasis clip was used. The clip seemed to work fine and then it fell off the tissue. He then used the boston-scientific resolution clip and seemed to be very satisfied with it. Additional information regarding patient impact and product usage was requested, but was not provided. The clip was left in the patient to pass naturally through the gastrointestinal tract. There was no harm to the patient as a result of this occurrence. The complainant did not specify the patient required additional medical procedures due to this event.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product said to be involved is included in the scope of the corrective action.